Event description:
A MFR rep reported a pt still having neurological complaints after having an isomed pump removed. The rep also reported spinal cord compression secondary to an inflammatory mass. The device was explanted but not returned to the MFR for analysis. A follow-up report will be sent when add'l info is received.